Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, leaflet damage was observed. Two clips were then inserted and deployed on the mitral valve, adjacent to the first clip, one clip on the medial side and one on the lateral side, reducing mr to a grade of 2-3. It was noted that the clips remained stable on the leaflets. The patient was reported to have remained stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.